Event description:
It was reported that the gastrointestinal videoscope had incompatible scope error code 315 when connected to the stack. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.device returned and not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.